Event description:
MRI ordered by genetics and programmable valve indicated on order. Pt had mra/v of chest/abdomen/pelvis. Neurosurgery was not contacted regarding pt having MRI and no request for interrogation of shunt valve after MRI. Pt went home and began having progressively worsening ha, emesis, diaphoresis and malaise. Mother contacted neurosurgery office the following morning and brought pt immediately to clinic. Shunt valve was found at 0.5 (should have been 2.5). Reprogrammed to 2.5. Monitored patient in clinic and obtained head CT which was stable. Symptoms resolved before exit from clinic and neuro intact.